Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: nail proximal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in the netherlands as follows: the site roe (rotterdam, netherlands) reported an adverse event which is considered (possibly) related to the device. It was reported that the patient underwent surgery to implant the nail on (B)(6) 2022. On (B)(6) 2023, the patient experienced secondary loss of reduction. Revision surgery occurred on (B)(6) 2023 for exploration of proximal loose fragment and reposition and refixation. This report involves one unk - screws: nail proximal locking. This is report 4 of 7 for (B)(4).